Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope exhibited an error 237 (scope error) code. Event took place during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the circuit board unit in the scope connector, universal cord, and the scope connector cover unit were dirty due to water leakage. A root cause could not be identified. Based on the results of the investigation, it is likely corrosion on endoscope connector led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.